Manufacturer narrative:
The device was received and evaluated. No timeouts or drive stalls were seen in the device data. The device was received with the cannula assembly fully deployed. Inspection of the device found no issues that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. A leak test was performed and no leaks were found along the fluid path.

Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to above 20 mmol/l (360 mg/dl). The mother reported the cannula dislodged. The patient treated the hyperglycemia by changing the pod and delivering corrections. The pod was worn between 24 and 36 hours on the abdomen.